Event description:
Dealer advised went to enduser home and left side pivot and slide tube with footplate and hardware was missing. No injury. Dealer could not provide any further information...(B)(4).